Event description:
While a bi-ventricular assist device pt was at home connected to ac power the driver became quiet and seemed to slow down. The sound of the driver changed (quieted, pitched drop). The driver did not alarm during the event. The pt became symptomatic (dizzy) and the pump was not fully emptying. After approximately 15 minutes the pt was changed to a back up driver by spouse, the pt became nonsymptomatic and the system was fully functional.